Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. D4: batch # r57p0c. Device analysis: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. ] a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: regarding event ¿circular staple fired¿, could you please provide more details? Circular stapler did not fire tissue during surgery. Did the device cut? Device was not interrupted. If the device cut/fired, was the cut line complete? Cutting line incomplete. Did the device staple? No. If the device stapled/fired, was the staple line complete? Staple line incomplete. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? The device did not staple. Did the device close? The device did not turn off. Did the device fire? No. Did the device open? Yes. Was the device difficult to close on the tissue? The device did not fire the tissue. Was the device difficult to fire? The device did not fire the tissue. Was the device difficult to open? The device was easy to open. On which firing did this occur? Occurred on first ignition. Did the tissue retaining pin lock into the correct position? Yes. You stated that the device did not fire, but cutting line incomplete; device did not staple but staple line incomplete that is confusing. The device did not fire, it damaged the tissue can you please clarify: did the device fire at all? Device partially fired staple line did not close. If yes we were the cut line and staple line complete? No staple line did not complete.

Event description:
It was reported that during an unknown procedure, circular staple fired. There were no patient consequences.